Event description:
It was reported that the event occurred in the biomedical department. There was a continuous "buzzing" sound coming from the pump and the led on the right and left side of the display showed a reading, however, there is no graph or reading in the middle part of the screen. The biomedical engineer found that the feb (front end board) was defective. As a result, the biomedical engineer was going to replace the part. Additional information received on (B)(6) 2012 from the service manager stated that the event occurred while on the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed additional information becomes available.